Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported an advantage system blood glucose result of 296 mg/dl at around 08:29 pm. She took 14 units of lantus, which is her normal amount, at around 09:30 pm. By around 10:45- 11:00 pm, she began to feel symptoms of hypoglycemia and was preparing to take glucagon when she went into seizures. Her husband found her, was unsure if she took the glucagon, but gave her a coke and some frosting and she recovered. Strips are not available for return, replacement sent.